Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00434903603,tm revrs hum poly liner/inlays, 62465423; 00434902502, tm reverse long post glenoid , 62428982; 00434903611, tm reverse glenosphere 36 mm diameter, 62501364. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07080, 0001822565 - 2017 - 07081, 0001822565 - 2017 - 07082.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty procedure. Subsequently, the patient experienced continuous pain and dysfunction post-implantation. The patient has been indicated for a revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The initial report was submitted in error and should be voided.